Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown) during transport, a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The lead wires with molded gasket, without the pair of electrodes, were returned to zoll medical corporation for evaluation. A continuity test was performed on the lead wires with no irregularities. We were unable to determine how the wire became detached from the electrode pads. Therefore, root cause could not be firmly established due to the missing electrode pads. It is important to mention no retainer evaluation could be performed since the lot number was unknown. Analysis for reports of this type has not identified an increase in trend.